Manufacturer narrative:
Unit received with an error loop during boot up. Unable to performed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to the error alarm. Fault isolated to the mother board. Unit had minor scratched lcd window, cracked case at display window corners and cracked battery tube threads.

Event description:
Customer reported via phone call that they received an error alarm on the insulin pump that turned off all the settings. Customer stated that the insulin pump began to vibrate and was counting down. During troubleshooting the displacement test was performed and passed. Customer was also able to get her settings back into the insulin pump. Customer's blood glucose reading at the time of the incident was noted to be 352 mg/dl. The device is being returned for analysis.